Event description:
On (B)(4) 2011, baxter spoke with a peritoneal dialysis nurse (pdrn) who reported a home patient (hp) who had been diagnosed with peritonitis. She stated that in (B)(6) 2010, the hp changed home choice cassettes to the new 3-prong device (product code#l5c4531). About one week later on (B)(6) 2010, she experienced abdominal cramping. On (B)(6) 2010 she also had cloudy peritoneal dialysis(pd) effluent and was hospitalized. The hp had never had peritonitis and was not aware of any break in aseptic technique or leaks from the cassette. Treatment started immediately with 2 daily doses of intravenous(IV) vancomycin and intraperitoneal (ip) vancomycin (doses not reported) every 3 days for 3 weeks. She was discharged home (B)(6) 2010. The last dose of ip vancomycin was (B)(6) 2011. On (B)(6) 2011, pd effluent was recultured. On (B)(6) 2011, the hp again experienced abdominal cramping. Cultures were obtained on (B)(6) 2011. It was unknown if this was a breakthrough or recurrent infection. The reporting pdrn thought the event could have relation to the hp's technique since she had changed from the spike cassette to the lure cassette (#l5c4531), but that the hp had been trained on the new cassette prior to use. The hp's recovery was ongoing and improved at the time of the report. In 2008, the hp began pd therapy using ambuflex (local)pd4 9 hours nightly and ultrabag (local)pd4 for 1 mid-day exchange of 2.5 liters ip.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots h10j29023 and h10k10021 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.